Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2012, at 19:44:33. During night drain cycle two, the patient's ultrafiltration reading was 5921ml, indicating the home patient (hp) drained 5921ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unexpected high uf: near complete occlusion in drain for therapy compared to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.